Manufacturer narrative:
Upon initial receipt of a tempo catheter (4f mp a1 (I) 125cm), there were foreign bodies in the sterile pouch. There was no patient injury as the device was not clinically used. There was no packaging damage to the shipping box or the outer product box. There was no damage to the inner product pouch. The device was stored in the lab as per IFU. There was no actual product damage. One sterile unit of cath tempo 4f mp a1 (I) 125cm was received in its original properly sealed inner pouch. Per visual analysis the received units present a stain in the mounting card and a brownish loose contamination on the catheter mounting card and on the catheter body. The received pouch was inspected under microscope and it was observed that the brownish loose contamination is powder-like and it was found on the mounting card and on the catheter body. A meeting was held with the diagnostic catheters enginering team and the complaint unit was reviewed. It was concluded that the unit should be sent to ft-ir analysis to identify the material of the contamination found. Infrared spectroscopy was applied to characterize the stain/residue found on the mounting card from the tempo catheter. Results showed that the stain is primarily composed of a silicon-based material. In addition, it was noted that medical fluid and mdx fluid share a very similar composition to that exhibited by the stain, and is considered the most probable source of the stain since it is also used for coating. A device history record (DHR) review of lot 17681227 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box - foreign material - in sterile package¿ was confirmed through analysis of one of the returned devices as foreign material was observed in the pouch. The exact cause of the foreign material could not be determined during analysis, however, ftir analysis suggests the foreign material has a composition similar to medical fluid and mdx fluid. As cautioned in the instructions for use, which is not intended as a mitigation, ¿do not use if package is open or damaged. Before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution.¿ based on the product analysis, this reported event appears to be related to the manufacturing process of the product. A risk assessment to address this issue has been initiated.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17681227 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The product is being returned for analysis, however has not yet been received.

Event description:
Upon initial receipt of a tempo catheter (4f mp a1 (I) 125 cm). There were foreign bodies in the sterile pouch. There was no patient injury as the device was not clinically used. The product will be returned for analysis. There was no packaging damage to the shipping box or the outer product box. There was no damage to the inner product pouch. The device was stored in the lab as per IFU. There was no actual product damage. Pictures have been provided.